Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient requested to have their device turned off due to their therapy not working for them. The patient mentioned they plan to have their device explanted but a date has not been set yet. The patient will be reevaluated on how their symptoms are with their therapy off and then possible reprogramming. The patient stated their symptoms have been getting worse.

Event description:
It was reported the patient requested to have their device turned off due to their therapy not working for them. The patient mentioned they plan to have their device explanted but a date has not been set yet. The patient will be reevaluated on how their symptoms are with their therapy off and then possible reprogramming. The patient stated their symptoms have been getting worse.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. A DHR review could not be performed because the complaint lacked adequate information to perform a search. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inadequate/inappropriate treatment or diagnostic exposure and change in therapeutic response was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.